Manufacturer narrative:
Failure analysis revealed that the insulin pump had a frozen display. Problem isolated to the motherboard. Unable to confirm the alarms or unresponsive buttons due to the anomaly. The device had cracked reservoir tube lip and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump alarmed. The device was discharged for some hours, and after was recharged a black display appeared and the buttons were unresponsive. No further information was provided.